Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving alert 38 during an infusion site change. After restarting the ilet several times, the alert recurred. The user completed a full supply change, resumed normal use, and reported no blood glucose effects or adverse outcomes.